Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarms during prime test at 3.0 pounds due to faulty force sensor system. The pump had loud motor noise during rewind due to faulty motor. The pump was received with cracked case all corners of display window, cracked on reservoir tube lip, cracked battery tube threads and scratched display window. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that she received the alarm after priming her tube. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.